Event description:
The patient was always in pain, but had an increase in pain over the past couple of days. The critical pump alarming had been occurring for a couple days; it alarmed every 15 minutes, then changed to every 30 minutes, but was back to every 15 minutes. The pump was refilled 1.5 months prior to this report. It was later reported that the pump was interrogated. There were 3 motor stalls within two weeks. The pump logs showed a motor stall occurred on (B)(6) 2015 and recovered on (B)(6) 2015. The date of the other motor stall and recovery was not provided. The last motor stall occurred on (B)(6) 2015 and did not recover. The pump was replaced and the patient recovered without sequela. The device system was delivering clonidine, dilaudid, and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.